Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (power issue) issue. It was alleged the pump screen stayed blank for about 30 seconds and then come back on. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2018 with the following findings: a review of the pump black box showed the data from (B)(6)2018 had been overwritten due to continuous use of the pump. There was no evidence of reboots or any power issue observed. A visual inspection of the pump revealed the battery compartment was cracked. The returned battery cap was undamaged and was able to fit securely to maintain an electrical connection. The pump powered on with audible tones and vibrations indicating that there was power to the pump. The pump ez-prime steps were performed correctly; all current readings were within specification. The pump was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of a power issue was not duplicated during investigation.